Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm xience xpedition stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 2.5x12mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2013, the patient was discharged home. On (B)(6) 2015, the patient was admitted to the hospital for chest pain. Imaging scans were performed, noting coronary artery disease and an ejection fraction of 30%. On (B)(6) 2015, a coronary artery bypass graft (CABG) surgery was performed in the lad, posterior diagonal coronary artery, and diagonal coronary artery. On (B)(6) 2015, the adverse event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and stenosis, as listed in the xience xpedition instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.